Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, it was reported that a quick bolus notification became frozen on the pump screen and the customer was unable to clear it. The customer's blood glucose level was 280 mg/dl. Reportedly, customer resolved the issue prior to contacting tandem technical support and customer continued to use the pump for insulin therapy.